Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Additional information: g2 report source. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m216850 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j/ lot: m216850, test base part number 192-430/ lot: m216850. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m216850 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference. H3 other text : single use -device discarded.

Event description:
The customer reported false positive result with the ID now covid-19 assay on multiple patients performed during the month of (B)(6) 2023. This MFR. Report addresses patient six (6) of eight (8). Confirmation testing was performed via an unknown pcr platform and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive result with the ID now covid-19 assay on multiple patients performed during the month of (B)(6) 2023. This MFR. Report addresses patient six (6) of eight (8). Confirmation testing was performed via an unknown pcr platform and generated a negative result. No additional patient information, including treatment and outcome, was provided.